Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500 model: sc-2317-50 serial: (B)(6) batch: 7076328.

Event description:
It was reported that the patient was experiencing inadequate pain relief due to high impedances on the leads. It was also stated that the patients leads had fractured. The patient underwent an explant procedure, and the explanted devices will not be returned.